Event description:
It was reported that a patient was being transported at the time of the ambulance accident, and the patient passed away. No details were given regarding the injuries sustained by the patient.

Manufacturer narrative:
The issue was resolved for the customer by recommending that the device be removed from service.

Event description:
It was reported that a patient was being transported at the time of the ambulance accident, and the patient passed away. No details were given regarding the injuries sustained by the patient.

Event description:
It was reported that a patient was being transported at the time of the ambulance accident, and the patient passed away. No details were given regarding the injuries sustained by the patient.